Event description:
The device was used during a laparoscopic banded gastroplasty procedure. Bleeding occurred and the pt expired. The hosp is not releasing the product and details are unk at this time.